Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal dilatation for subglottic stenosis procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon burst and the exit marker detached in the bronchi of the lungs. The exit marker was retrieved using biopsy forceps. The procedure was completed with another cre fixed wire balloon. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal dilatation for subglottic stenosis procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon burst and the exit marker detached in the bronchi of the lungs. The exit marker was retrieved using biopsy forceps. The procedure was completed with another cre fixed wire balloon. The patient's condition after the procedure was reported to be fine.